Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6)2024; and a barbed suture was used. During the procedure, the suture broke distal from the needle after passing through the tissue 3 bites. Tension was not applied aggressively; and the suture snapped out of no where, as if it was cut. Visual inspection saw a kink in the suture. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned device. The returned samples determined that it was received one unopened sample that pertain to the product code sxpp1b432. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures, kinks, or anomalies were observed during the evaluation. In addition, a photograph was provided in a different condition than the sample received. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.